Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of the power module making noise and not functioning as intended were unable to be confirmed. The power module (serial number: (B)(4)) was returned for analysis to the european distribution center (edc) and was evaluated and tested. The power module was able to operate a mock loop with no alarms active. The power module functioned as intended. During evaluation it was observed that the backup battery clip was missing. The power module underwent preventative maintenance. No further testing was conducted. The root cause of the reported event was unable to be confirmed. The device history records were reviewed for the power module (serial number: (B)(4)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate 3 instructions for use (IFU) section 5, entitled ¿alarms and troubleshooting¿, cover all of the power module alarms, including the low battery hazard alarm conditions, under the subsection ¿handling power module alarms¿. This section also instructs the user on how to resolve the alarms. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, instructs the user to schedule a power module inspection and cleaning with abbott trained personnel, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery or damaged parts. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate power module was found to be defective and was emitting noises. During evaluation, it was noted that the backup battery clip was missing.